Event description:
Information received regarding the explanted device notes that it would not interrogate and there was no magnet response. X-ray confirmed a lead fracture. Therefore, the device was replaced. There were no consequences to the patient.